Event description:
Healthcare professional reported right side "hot and swollen breasts", rupture, capsular contracture baker grade unknown, cyst, " pain, edema, sensitive to touch, warm" and "loss in libido", "no energy", "gradual drop in breasts", "pinpricks". The events of "loss in libido" and "no energy" are considered not device related. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.